Event description:
Medical affairs was unable to get in contact with pt and will be sending pt a letter. Customer service documented the following info: meter was giving inaccurate high readings, which resulted in hypoglycemia. Pt was having symptoms of low blood sugar, which consisted of feeling cold, clammy, wobbly, and was incoherent. Pt tested their blood sugar and obtained a 90mg/dl. Family member called the paramedics who arrived shortly after and tested pt on their meter (brand unknown) and obtained a 24mg/dl. Pt was taken to the e.r. And was treated with glucose. Pt was in the e.r. Until their sugar came back to normal. Pt has never done qc and had been cleaning their meter incorrectly. Pt does not have control solution, and test strips have been opened for less than 4 months. Customer service was unable to resolve the issue and sent pt a new meter.